Event description:
A peritoneal dialysis has reported that the cassette was leaking inside the cycler; when she opened to door fluid spilled out. There is no report of patient ill effect. The sample is not available for evaluation.

Manufacturer narrative:
Device history record review: the DHR of this product and lot was reviewed and the following was found: this product did not have any ncr. No deviation was documented during the manufacturing process. All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No reworks/re-inspections were performed to this finish good lot #10nr08023. The sample was not received, therefore, the complaint is deemed as unconfirmed. (B)(4) will continue monitoring this type of incident per current procedures.